Manufacturer narrative:
It was also reported that the patient experienced a wound drainage and cultures revealed mycobacterium abscessus. Subsequently, the patient was treated with oral and topical antibiotics (specific date and durarion not reported).

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an infection. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.